Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon could not combine the v40 head (26mm/-3mm) on a super secur fit. Because it was too loose. Therefore, he implanted another head (26mm/std) instead of it."